Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific crm received information that this cardiac system had detected noise on the right ventricular (rv) channel. The noise could be reproduced with patient maneuvers during a follow-up appointment. A boston scientific technical services (ts) consultant reviewed a copy of device memory, and noted the device had oversensed the noise and pacing inhibition with asystole was noted for greater than two seconds. No adverse patient effects were reported.

Manufacturer narrative:
The device sensitivity was reprogrammed. No further information is available and no further complications were reported following the reprogramming. This report will be updated if more information becomes available.

Manufacturer narrative:
The crt-d is expected to be returned for analysis while the rv lead remains abandoned in the patient. This report will be updated once analysis is completed.

Event description:
Additional information provided from the field indicated that the oversensing of noise and pacing inhibition issue involving this system was continuing to happen. Surgical intervention was performed and the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was eventually returned back to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.